Event description:
A user facility has reported that a blood leak occurred in the blood tubing during a hemodialysis treatment. Dialysis nurse reports blood leak happened in the blood tubing and did not get into the machine. Pt experienced minimal blood loss, no ill effects or medical intervention. There is no sample available for eval.